Manufacturer narrative:
(B)(4). This is an ancillary service event. During the event history log review, an increased intra-peritoneal volume event was identified. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 23:29:50. During night drain cycle four, the patient's ultrafiltration reading was 1470ml, indicating the home patient (hp) drained 1470ml more than their maximum programmed fill volume of 2200ml. No additional information is available.